Event description:
The customer received an e000d marker laser current error. The customer changed fibers and still received the same error. They cycled power and the error persisted. The case will be rescheduled at an unknown date. The laser will be sent in for repair.